Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) and neurologic dysfunction could be not conclusively established through this evaluation. The patient presented to the emergency room on (B)(6) 2020 with complaints of not thinking clearly, disorientation, and slurred speech. It was also reported that the patient¿s ldh level was elevated from the patient¿s baseline. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log file from (B)(6) 2020 found that the pump maintained a speed above the low speed limit following the controller exchange on (B)(6) 2020. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2011. The heartmate ii lvas instructions for use (IFU) lists neurologic dysfunction and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number:2916596-2020-03988. It was reported that patient presented to the ER with complaints of not thinking clearly when patient woke up in the morning. The family noticed that his speech was slurred and he was somewhat disoriented. Patient also had his controller changed on (B)(6) 2020 due to a power lead short. Patient's lactate dehydrogenase (ldh) was 767 u/l which was up from baseline of 400-500s u/l. Log file analysis contained data of a new controller connected on (B)(6) 2020 at 4:15 pm there were no unusual events seen within the log file.